Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 -7.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a spherical lens of different power and the problem resolved. Cause of event was unknown.